Manufacturer narrative:
It was reported by a distributor that the customer is alleging an increase in pressure ulcers coincident with the progressa bed. The neurology ICU has noted an increase in gluteal pressure ulcers despite training. The cardiac ICU reported the same issue but has also noted an increase in pressure ulcers on the head. There was no allegation of a device malfunction at the time of the initial report. Information has been requested regarding how many patients were affected, if the pressure ulcers were pre-existing or new, location and stage of each pressure ulcer, and if a device malfunction was detected. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. Instructions for use state, the therapy surface is not a substitute for good nursing practices. Therapy modes should be used in conjunction with good assessment and protocol. Failure to follow good nursing practices may result in patient harm. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Attempts to obtain additional clinical information are in progress. Due to the initial information received from the distributor, hillrom is cautiously reporting this event, as a serious injury and device malfunction cannot be ruled out at this time. Should new relevant information become available, the complaint will be reassessed. This complaint is reportable.

Event description:
It was reported by a distributor that the customer is alleging an increase in pressure ulcers coincident with the progressa bed. The neurology ICU has noted an increase in gluteal pressure ulcers despite training. The cardiac ICU reported the same issue but has also noted an increase in pressure ulcers on the head. There was no allegation of a device malfunction at the time of the initial report. Information has been requested regarding how many patients were affected, if the pressure ulcers were pre-existing or new, location and stage of each pressure ulcer, and if a device malfunction was detected. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported by a distributor that the customer is alleging an increase in pressure ulcers coincident with the progressa bed. The neurology ICU has noted an increase in gluteal pressure ulcers despite training. The cardiac ICU reported the same issue but has also noted an increase in pressure ulcers on the head. There was no allegation of a device malfunction at the time of the initial report. Information has been requested regarding how many patients were affected, if the pressure ulcers were pre-existing or new, location and stage of each pressure ulcer, and if a device malfunction was detected. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. Instructions for use state ¿the therapy surface is not a substitute for good nursing practices. Therapy modes should be used in conjunction with good assessment and protocol. Failure to follow good nursing practices may result in patient harm.¿ development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Attempts to obtain additional clinical information are in progress. Due to the initial information received from the distributor, hillrom is cautiously reporting this event, as a serious injury and device malfunction cannot be ruled out at this time. Should new relevant information become available, the complaint will be reassessed. This complaint is reportable. On 08sep2022: clinical evaluation update: additional information was obtained from the cardiology ICU regarding the report of increase in pressure ulcers coincident with use of the progressa bed. Per the customer, patient's are supported with positional pillows, otherwise it is even worse. The customer found this in the first month of use. Incontinence dermatitis occurs in both young and old patients, and despite careful care, bedsores then occur, which they do not think is normal, as this does not happen on pillows that are not so superior. The customer reported development of pressure ulcers to the sacrum, head, and elbow on patient's who had been on the bed for a month; however, staging information was not provided. The customer reported they have not had the beds set to 0 on all patients, but this happens even on patients with the bed set to 0 and the patient's weight. The customer reported they took part in workshops for optimal use of the progressa beds. Despite multiple attempts to obtain information on the number of patients involved, if the pressure ulcers were pre-existing or new, location and stage of each pressure ulcer, and if a device malfunction was detected, no additional information could be obtained from the customer. Contact dermatitis is a spectrum of inflammatory skin reactions that occurs after direct skin exposure to an external agent that causes skin irritation and redness. It is a common problem which affects patients of all ages. Contact dermatitis presents in two forms: irritant and allergic. 80% of all cases are irritant-type reactions and the other 20% of cases are of the allergic form. Treatment for either form of contact dermatitis is avoidance of the offending agent. Contact dermatitis is not considered life threatening and typically does not require medical intervention or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The customer did not provide the necessary information to determine the severity of the alleged increase in pressure ulcers. Based on the limited details provided, there is no indication that the reported pressure ulcers were serious injuries. If any additional relevant information is received the event will be categorized accordingly. This complaint is not reportable. Should additional information become available, the complaint will be reassessed. Based on this information, no further action is required.

Event description:
It was reported by a distributor that the customer is alleging an increase in pressure ulcers coincident with the progressa bed. The neurology ICU has noted an increase in gluteal pressure ulcers despite training. The cardiac ICU reported the same issue but has also noted an increase in pressure ulcers on the head. There was no allegation of a device malfunction at the time of the initial report. Information has been requested regarding how many patients were affected, if the pressure ulcers were pre-existing or new, location and stage of each pressure ulcer, and if a device malfunction was detected. This report was filed in our complaint handling system as complaint #(B)(4).